Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 31-aug-2016, an fse visited the customer to address the reported event. During servicing, fse replaced the sorter board, smpd board, and slave 1 board according to the tech bullentin. Then on 01-sep-2016, fse replaced the z axis motor and started getting error 4063 sorter tip home over run errors. Fse evaluated and found the main sorter cable was broken. They replaced the sorter as a result. Fse ran regular macro for cup & tip pick up with no errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a sorter plarail chain assembly.

Event description:
On (B)(6) 2016, a customer reported error 4061 (sorter tip pickup z axis home not found) with their a1a-2000 analyzer. The customer tried opening and closing the sorter and looked for dropped cups or tips. They performed an all set home and tried to run the analyzer, but noticed a cup in the lane that was blocking the probe. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.